Event description:
It felt like the implantable neurostimulator was going to push through the pt's skin. The implant site was red and painful. There was no known accident or incident related to the complaint. Stimulation therapy was working great for the pt. Surgery to fix the problem was anticipated. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).